Manufacturer narrative:
Evalaution summary: post market vigilance (pmv) led an evaluation of one single use loading unit. The visual inspection of the returned product noted the reload was partially fired and engaged in interlock. Functional testing included resetting the sulu. The instrument and sulu were applied to the appropriate test media with appropriate results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of incomplete firing stroke that has no relationship to the reported incident. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional information : if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the third firing for bypass of gastroenterostomy , the surgeon started firing the device to gastric stump, however could not push the firing knob on the halfway. Replaced by a new cartridge, however the same event occurred. Replaced by a new handle, the firing was completed with no problem. The event occurred in use for patient. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient: no problem.